Event description:
According to the reporter, the patient had previously undergone a hernia repair requiring treatment for an infection on (B)(6) 2009. During a follow-up visit on (B)(6) 2009 it was discovered that the patient was experiencing increasing pain in the inguinal area. The pain killers used by the patient were not working resulting in a neurectomy to correct the issue on (B)(6) 2010. The patient recovered from the procedure without sequelae.

Manufacturer narrative:
(B)(4).